Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device came apart. It is unk whether this device was used during surgery. However, it is unk if there was user death or injury. There also was not report of pt injury or medical intervention. No additional information available.